Manufacturer narrative:
The reported noise was verified via stored electrograms. The device was tested on the bench and no noise was detected. The device was tested in the automated testing equipment and no anomaly was detected. The cause of the noise was undetermined, however a lead connection issue is suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was explanted due to inappropriate therapy and noise. The physician thought the setscrew was damaged during implant.